Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the battery reamer device would work in reverse intermittently; and that it would run if you click it a few times. According to the reporter, the event occurred during either an open reduction and internal fixation (orif) of the tibia or a tibial plateau surgery. There was an unspecified amount of delay to the surgical procedure. A spare device was used to complete the procedure successfully. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device electronic control unit shorted internally, the electric motor emitted an unusual noise, the transmission shaft complete was worn and there was an unknown substance/debris on jumper ring. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning/care and component wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.